Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause was determined to be a faulty sprf board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was received and evaluated at olympus (B)(4) service center. Device inspection noted that externally the unit is in good condition, internally the unit is in good condition. When tested, the sp (superpulse) outputs were giving very low readings. The sprf phase adjustment test had failed and all the sprf load tests read very low. The sp over voltage, no load and current limit tests all failed. There were no error codes in the fault logs. A known good sprf board was fitted to the unit and this resolved the issue. Service center noted that the customer specified fault confirmed. When tested, the sp outputs were giving very low readings. The unit was previously repaired on 30/07/2021 (B)(4). On this repair a new sprf was fitted, it is assumed that the new board has failed within 2 months. Service center recommend unit is passed to workshop for replacement of faulty sprf board. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, before a turp (transurethral resection of the prostate) procedure, the device reported a short circuit in the cut . The procedure was delayed for 5 minutes. Another similar device was used to conclude the procedure with no patient harm or injury to the patient. No user injury reported. Device return evaluation found insufficient output of the device due to faulty sprf board.